Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer service centre. There was no error code found. Couldn't confirm the customer complaint. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box d was updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of liver disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.